Event description:
The system responded with an error 5 approx 3-5 min into the case. The customer tried retorquing but received the same error. Another instrument was used to complete the case with no patient consequence.